Event description:
Boston scientific received information that this patient was seen in clinic due to lightheadedness and dizziness. Upon interrogation, this pacemaker detected high thresholds and interrmittant capture on this right ventricular lead. Flurosopy did not reveal any fracture on the lead. The patient was admitted to the hospital for a device and lead revision as this patient had known third degree heart block and presented with heart rates in the 30 beats per minute range.

Manufacturer narrative:
The device was explanted and the lead was surgically abandoned. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was returned and underwent detailed analysis. Visual observations noted not anomalies. The device passed all manual electrical measurements, confirming proper operation of the pacing and sensing functions of the device. All output parameters of the device were normal. Detailed analysis could not confirm the allegation from the field. All operations of the device were within specifications.